Event description:
The physician was attempting to advance endeavor resolute drug-eluting stent to severely calcified lesion with 95% stenosis in the rca but it failed to cross. On returning to the manufacturing facility deformation was noted on the stent. No clinical sequelae were reported. Evaluation summary: the distal tip was flared indicating that the tip may have been stubbed during advancement. A number of struts on the 13th and 14th proximal stent segments were raised, overlapping and deformed. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity)

Manufacturer narrative:
Evaluation , results and conclusion: (deformation). (Lesion morphology). - 95% stenosis and severe calcification. (B)(4).